Event description:
It was reported that an infusor had a reservoir rupture during patient use. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Photographic images were provided for evaluation. Initial evaluation of the photos confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir in a non-footed position was confirmed via photographic evaluation. The root cause could not be determined. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.